Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is stuck. Per independent repair center statement, the unit was alarming or red light. The key failure was [valve operator was stuck. Additional malfunctions were o-ring, hook clamp, and zip ties leaks, power switch no alarm, and pm kit dirty.